Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the device¿s battery contacts were broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be mishandling and/or dropping of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jan 16, 2007. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from canada that during a total knee arthroplasty surgery, it was observed that the motor device¿s battery contacts and collar were ¿broken¿ and the sawing plane was ¿not normal¿. There was a ten minute delay to the surgical procedure; a spare identical device was available for use. There was patient involvement; however, there were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.